Event description:
An advanced life support crew from the reporting facility arrived on scene as a backup and connected the device to the pt with an unspecified, but shockable cardiac arrythmia. The defibrillator reportedly failed to complete charge. The crew quickly replaced the defibrillator battery and delivered defibrillator energy to the pt two times in succession. The pt was transported to the hosp and was pronounced. A chief with the crew which was first on scene indicated that pt outcome was not affected by the reported discrepancy.